Event description:
During service by baxter, device failed for accuracy testing for overinfusion. There was no report of any patient injury or medical intervention associated with this event. No additional information or contact was available.

Manufacturer narrative:
Eval summary: evaluation was performed and the reported condition of overinfusion was confirmed. Inspection of the pump revealed defective pump head module caused the overinfusion. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.